Manufacturer narrative:
The device was returned and the evaluation states that the threaded stud has come loose from the headtube.

Event description:
Dealer states that the left fork has come out of the fork housing.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the left fork has come out of the fork housing.